Event description:
It was reported by the rep the device was used during a lap cholecystectomy. The clips were falling off the ducts and vessels after applied. This occurred on three attempts with three different devices. Endoloops were used to complete the case. There was no consequence to the pt.